Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The visual inspection of each device noted the jaws were misaligned. Each instrument was evaluated for electrical conductivity; proper conductivity was observed both in normal position and in reticulated position. The rotation knob functioned properly, and the jaws opened and closed grasping test media without difficulty. Engineering noted some misalignment was noted at the jaws assembly. The jaw alignment was measured and was within specification. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, prior to the procedure, the tip of the jaws did not align. There was no patient involvement.